Event description:
It was reported that approximately one week post implantation of a 2.25 x 12mm promus stent, the patient experienced a pinching and hot feeling. Reportedly, it was known that the patient had a potential nickel allergy, but the patient wanted to avoid surgery, so it was decided to perform stenting on the 99% stenosed lesion. Per the physician, blistering red welts are symptoms of contact nickel allergy and it is thought that the patient may be experiencing this at the site of implant. The patient is working with a physician to desensitize them. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence estimated as (B)(6) 2011 information provided to boston scientific by patient. There was no reported product deficiency. Hypersensitivity/allergic reaction is a known adverse event as listed in the promus instructions for use (IFU). Since it was reported that it was known that the patient had a potential nickel allergy, it should be noted that the promus IFU states that: the promus stent is contraindicated for use in patients with hypersensitivity or contraindication to everolimus or structurally-related compounds, cobalt, chromium, nickel, tungsten, acrylic, and fluoropolymers. In this case, it is possible that the IFU deviation contributed to the reported hypersensitivity/allergic reaction. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.